Event description:
It was reported that the patient is experiencing discomfort at their scs ipg pocket site. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the pocket site was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
The patient had a pocket site revision on (B)(6) 2021. The physician adjusted the battery in the existing pocket. Stimulation was restored postoperatively. The patient experienced discomfort at the ipg site that began on an unknown date.